Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated it is unknown if patient had a previous history of this type of arrhythmia, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation(tavi) procedure using a large flexnav delivery system. During procedure, the loaded navitor valve was removed from the body in order to change the non- abbott wire. There was no issues with the navitor valve and large flexnav delivery system. A new 29mm navitor valve and large flexnav delivery system was chosen. The patient's pre rhythm was sinus bradycardia. During the procedure, in between balloon aortic valvuloplasty (bav) and valve placement the patient experienced symptoms requiring for a pacemaker. The navitor valve implanted at a final implant depth on non-coronary cusp (ncc) was 4mm and left coronary cusp (lcc) was 4mm. The patient went to complete heart block after the navitor implant. A permanent pacemaker was implanted. The patient was reported stable.